Manufacturer narrative:
A technician visited the site and performed culture testing on the suspected devices. The device tested negative for microbial contamination. During the site inspection, it was observed that there was an expired (10/2022) canister of (B)(4) thermosept ER in the machine. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. At this time, it has been indicated to olympus that the device will not be returned for further testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted. Related complaints: (B)(6), gif-q165 - evis exera gastrointestinal videoscope, serial (B)(6). (B)(6), cf-h180al - evis exera ii colonovideoscope, serial (B)(6). (B)(6), gif-h180j - evis exera ii gastrointestinal videoscope, serial (B)(6). (B)(6), etd3 plus ga - serial (B)(6). (B)(6), etd3 plus ga - serial (B)(6). H3 other text : onsite evaluation conducted.

Event description:
The customer reported to olympus, the evis exera gastrointestinal videoscope tested positive for microbial contamination. The scope was sampled one time. During the sampling, the scope tested positive for > 8.0 colony forming units (cfus) of unspecified gram-positive cocci. The issue was found at reprocessing during a routine culture of the scope. The user did not report any patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to b5, additional information was received from the user regarding cds practices and was inadvertently left out of the first supplemental report.

Event description:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cds process.